Event description:
It was reported that the ventilator stopped working with no alarm while connected to a pt. The pt was switched to a back up ventilator w/o incident. No pt harm reported. The (B)(4) dealer was unable to duplicate the reported problem.